Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they noticed yesterday that it was feeling a little painful in the area of the ins. They had their daughter and fiancé feel the area and they could feel a sharp point right underneath the incision site. The caller states that it is very painful in this one area and if they touch it, they can feel like a corner of something. They did have a little weight loss of 25 lbs, but no falls or trauma. They recently had CT scans and mris but none of them correlate to this pain. Last night they could barely sleep at all on that side. They called their doctor and left a message and the nurse called them back and told them to call medtronic. It was sore even when they were walking. Reviewed with the caller that the device itself is oval and doesn't really have points. The later clarified that it didn't feel like a point, but they can feel the hardness of the device thru the skin. Re viewed that it does not sound like what they are describing is related to the stimulation, but they can try turning the stimulation off to see if that helps and then provide that information back to the hcp. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They reported that what most likely caused being able to feel the hardness of the device through the skin was weight loss. They had an x-ray on 2023-11-09 and are scheduled for surgery on (B)(6) 2023. It was reported that the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2nlf0 serial# implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient was received. It was reported that the cause of the issue was unknown, but the lead came undone. The doctor replaced everything and the issue was resolved.